Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit failed the pneumatic test. The drive manifold was replaced, which resolved the issue. The unit passed all the functional and safety tests as per factory specifications, and was returned to the customer for clinical use.

Manufacturer narrative:
Due to character limitation, below fields are added from e1- event site name- (B)(6) hospital. Event site address- (B)(6). Additional initial reporter name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, cardiosave intra-aortic balloon pump (iabp) had drive valve assembly test failed. There was no patient involvement.